Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection and functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the IFU (instructions for use), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Per the reported event details, the user did not withdraw the guidewire into the distal tip of the crosser catheter prior to activating the crosser. Having the guidewire fully advanced through the distal tip of the crosser catheter during activation could contribute to the tip detachment. Therefore, user-related issues may have contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after crossing a highly calcified cto of the left anterior tibial artery, the health care provider (hcp) removed the recanalization catheter from the patient and alleged that the distal tip of the catheter detached. It was further reported that the hcp successfully retrieved the detached tip using a snare device. Reportedly, balloon angioplasty was performed and vascular patency was achieved. There was no reported patient injury.

Manufacturer narrative:
No device, no medical records, or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after crossing a highly calcified cto of the left anterior tibial artery, the health care provider (hcp) removed the recanalization catheter from the patient and alleged that the distal tip of the catheter detached. It was further reported that the hcp successfully retrieved the detached tip using a snare device. Reportedly, balloon angioplasty was performed and vascular patency was achieved. There was no reported patient injury.